Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013: mallinckrodt (B)(4) reports via e-mail extravasation of 90ml, nevertheless the injector did not stop the injection 3ml/s: no alarm from the injector to detect/to stop the defective injection. Patient with 'porous veins' because of cancer chemotherapy treatment. Emergency staff called with emergency procedure (putting ice 2h and 2nd scan for follow up) : scan performed after 6 hours shows the complete resorption of the product. Patient has been recommended to visit his general practitioner in order to confirm if the product has been absorbed: complete product resorption confirmed. On (B)(6) 2013: (B)(4) report; extravasation on the right arm and forearm. A (B)(6) year old, female, patient, with a medical history of lung adenocarcinoma, received 100ml of optiject 350 (ioversol), solution for injection, batch number unknown, by IV route, for a thoracic abdominal pelvic scan, to monitor her lung adenocarcinoma, on (B)(6) 2013. There was no information on concomitant medication provided. On the same day, during optiject 350 administration, the patient experienced extravasation of an unknown dose on the right arm and forearm. Consequently optiject 350 perfusion was discontinued (absence of information about the quality of the installation and the monitoring of the perfusion). A radiography in face and in profile confirmed the extravasation with diffusion in the soft tissue (height: 40cm, width: 50mm) from the middle of forearm to the third part of arm. In physical examination, the patient has no sensory motor deficit of the upper limb including fingers or asymmetry in skin temperature. Her radial pulse was well perceived on both sides, with asymmetry. Two hours later, there was a satisfying optiject resorption, which decreased to half the initial amount. Then, ice was applied and the patient remained in observation. At the time of the report, the patient has recovered.